Manufacturer narrative:
This report is for the first of the two guidewires used in this case and is a follow-up to the original medwatch report that was submitted. The device was received for analysis on march 8, 2021. As received, the specimen consisted of one-1 each safari2 275cm x sml crv; returned still lodged within the balloon catheter, coiled, loose and double bagged within "zip-lock" style poly biohazard pouches. The damage presented by the specimen prevented accurate measurement of the dim "a" length of and formed curve dimensions. The specimen presented finished diameters of .03460" to .03465" in the undamaged portions of the wire. A gage bushing certified to be .0355" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity to the proximal aspect of the presented damage. The specimen presented numerous offset/overlapping coil wraps in the distal region extending distally from the balloon catheter and 147.0 to 147.4cm from the proximal end, creating localized oversized diameters to .03755". The specimen also presented several large radius bends over the length of the device. All joints appeared to be intact and correct. Except where noted, the specimen device appeared visually and dimensionally correct. The end user did not provide lot traceability. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted above, the specimen presented numerous offset/overlapping coil wraps in the distal region extending distally from the balloon catheter and 147.0 to 147.4cm from the proximal end, creating localized oversized diameters to .03755". The specimen also presented several large radius bends over the length of the device. The coil damage and the evident dried blood-like material visible at the distal end of the balloon catheter and at the proximal "y"-port have firmly lodged the specimen wire within the balloon catheter, preventing its removal for further examination. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. The damage presented by the specimen appeared consistent with manipulation of the wire against resistance. As noted in the directions for use (dfu) warnings: do not torque this guidewire.; when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation.; never advance the guidewire against resistance without first determining the reason for the resistance. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. If additional information is provided a follow-up medwatch report will be submitted.

Manufacturer narrative:
It was reported that the device is expected to be returned for analysis but was not received by the time this report was filed. Additionally, lot traceability was not provided. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. If the safari2 guidewire is returned for analysis or additional information is provided a follow-up medwatch report will be submitted.

Event description:
As reported by the distributor, patient was undergoing a transcathter aortic valve replacement. It was reported that: frozen wire after the post dilatation. After post dilatation the balloon could not be retracted and the physicians had to retract the balloon together with the safari wire. The safari wire got caught in one of the arches and it was not possible to disengage it by pulling because of the risk of dislodging the valve. An isleeve was inserted in the left femoral artery, the valve was recrossed with a pigtail and a new safari wire was inserted in the lv. A true dilatation balloon 24mm was placed in the annulus position and inflated to keep the valve in place while pulling the frozen safari wire together with the first balloon. The second safari wire was also hard to detached from the second balloon but eventually the physician was able to retract the balloon. When the procedure was over, the patient started to feel pain and stopped answer to direct questions. Because the patient was unresponsive and disoriented, she was taken to perform a brain and aortic CT scans to exclude stroke and aortic dissection. The CT scans showed no aortic dissection nor stroke and the patient was fully recovered after 30 min. What troubleshooting steps took place? The first operator tried to manipulate the wire and inflate the balloon in order to disengaged the wire from the arch. The physicians inserted an isleeve in the left femoral artery, recrossed the valve with a pigtail and inserted a safari wire in the lv. They then used a 24 mm true dilatation balloon to keep the valve in place while pulling the frozen safari wire together with the balloon. What troubleshooting step, if any, resolved the issue? The physicians inserted an isleeve in the left femoral artery, recrossed the valve with a pigtail and inserted a safari wire in the lv. They then used a 24 mm true dilatation balloon to keep the valve in place while pulling the frozen safari wire together with the balloon. Medical/surgical interventions: aortic CT and brain CT scans. Patient outcome: fully recovered. Patient admitted to hospital beyond standard of care?: no. Device issues or patient complications? Both. Patient complications: pain. When did the patient complication occur? During the procedure.